Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified brown particles on the surface of the device, and a hole in the back, however it cannot be analyzed under a microscope to determine the cause. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device has been explanted.